Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacture representative regarding a patient receiving medication(s) via implanted device (unknown drug/concentration/dose). Indication for use was not noted. It was reported the patient's pump ran dry. A physician contacted the manufacture representative on the day of report asking about a pump that ran dry. The manufacture representative was going to contact the hcp to discuss details of the pump running dry and how to proceed. No symptoms were reported. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.